Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he had skin infection at the sensor and infusion set's insertion site. Customer stated he did see his doctor the first time it happened on (B)(6) 2014 and not on the second one on (B)(6) 2014. He was given antibiotics. Customer stated that the site got swollen and there was a knot for about a month. Blood glucose level at the time was between 250 and 300 mg/dl. Customer changed the infusion set type. Customer complained about the serter being difficult to use and that he finds it inconvenient that the signal on the transmitter and insulin pump is not strong enough to avoid the lost sensor alarms. Customer changes the sensor every 6 days and the infusion set every 3 days. Customer also stated that the infusion set serter is also hard to use. The site has healed and no longer shows signs of infection. Nothing further reported.